Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation at the patient's device check, the atrial lead exhibited high impedance and high thresholds. Noise was also observed while the patient was at rest and reproduced when the patient rotated their arms. A chest x-ray was done and a bending in the lead was noted, but no sign of a fracture. The atrial lead was subsequently programmed off and the patient will be monitored until the lead can be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.